Event description:
It was reported that the stylet could not be removed from the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant. The analyst also noted that the stylet was easily removed from the lead.